Event description:
It was reported, that the video system center image is unstable. And front panel switches are not working. The issue occurred, during receipt inspection. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunctions were confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that the image instability event occurred due to a video connector failure. Additionally, the front panel switches not working occurred due to a front panel switch failure. Olympus will continue to monitor field performance for this device.